Event description:
Balloon from vcare delineator was already inflated in package when opened. We were unable to deflate the balloon before using the product. No patient harmed as this was recognized and product removed from field prior to patient use. Lot #202307051, ref #(B)(4).